Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this follow up report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump and the pump was getting warm. The customer reported blood glucose value of 60 mg/dl. The customer reported hypoglycemia which did not require treatment. The customer reported the following led up to the event: troubleshooting was identified. The event involved product(s) mmt-1880l. No further patient complications were reported. The customer discontinued to use the device, mmt-1880l was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Pump failed sleep current measurement test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: power loss alarm (6) on (B)(6) 2022 at 22:50:30.000 and 22:50:38.000 pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was monitored for an extended period of time and device heating up was not observed. The following were noted during visual inspection: pillowing keypad overlay. Device heating up not confirmed. Unable to verify low bg. Out of box damage unknown. Pump failed sleep current measurement test due to moisture damage on pcba1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.